Event description:
Customer reported that device had lost its power when contacting the bone. Additionally, the o-ring was in a wrong condition. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device loses force when it comes into contact with the bone and the o-ring is in poor condition. This was attributed to normal wear. Service was performed and the device was repaired and returned to the customer on (B)(4) 2013. Device manufacture date: 03/1999. Placeholder.